Event description:
Hollister new image ostomy pouch with lock and roll seal -model 18182-. Despite following directions for use, I have repeatedly experienced serious leaks. This has been an ongoing issue for more than 1 year, through multiple lots. I have reported these issues to hollister, inc. Leaks occurred in the following locations: through and around the charcoal filter. Junction of plastic bag and plastic locking mechanism -which attaches to barrier piece-. Through the neck/tail -lock and roll mechanism-. Design does not contain semi-liquid stool as intended. Dates of use: (B)(6) 2007 -- (B)(6) 2010. Diagnosis or reason for use: ostomy.